Manufacturer narrative:
(B)(4). Date sent: 12/20/2019. Date of event: publication year of 2015. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: harmonic scalpel versus electrocautery in axillary dissection in carcinoma breast. Author/s: allah nawaz, sadaf waqar, ahsan khan, rashid mansoor, usman ismat butt and mahmood ayyaz. Citation: journal of the college of physicians and surgeons pakistan 2015, vol. 25 (12): 870-873. This prospective randomized controlled trial aimed to compare the mean axillary drain output along with frequency of axillary numbness in axillary dissection in modified radical mastectomy (mrm) and breast conservative surgery between the use of harmonics scalpel and electrocautery. From december 2013 to june 2014, a total of 80 patients (mean age: 53.52 years) were included in the study. The patients were divided into two groups: group a underwent axillary dissection by using harmonic scalpel (ethicon) (n=40) whereas group b underwent axillary dissection by using electrocautery (n=40). Complaint included axillary numbness (n=5). Use of harmonic scalpel and electrocautery in axillary dissection resulted in trends suggesting decreased total mean axillary drain output and lowered frequency of axillary numbness by use of harmonics scalpel when compared to traditional technique utilizing electrocautery.